Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was reported to remain in the anatomy. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The xience pro x device, is being filed under a separate medwatch manufacturer report reference number. The xience prox is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s.

Event description:
It was reported that the procedure was to treat disease in the left anterior descending (lad), proximal circumflex (cx) and left main coronary arteries. Two unspecified xience stents were implanted in the left anterior descending and proximal cx to left main coronary arteries. An unspecified guidewire was advanced through the open cell of the previously implanted xience stent in the circumflex. Post-dilatation was performed to open the cell further. An attempt was made to advance the 3.0x33mm xience pro x stent delivery system through the open cell of the stent previously implanted in the circumflex; however, the sds got stuck and would not move distally or proximally. The previously implanted stent was compressed along the length. Force was applied and the sds separated. The distal portion of the sds was removed by inflating an unspecified balloon over the un-deployed stent and retracting as a single unit. Post-dilatation was performed to repair the damaged stent. The procedure was successfully completed by stenting the left main and proximal lad with xience stents. Although there was a clinically significantly delay, there was no reported adverse patient effect. No additional information was provided.

Manufacturer narrative:
(B)(4). The xience prox is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.